Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient, that the patient's dexcom receiver on (B)(6) 2015 had no audio output. No medical intervention or injuries were reported.